Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the mechanical evaluation is completed.

Event description:
There were 2 incidents where the new large volume IV pump tubing was threaded incorrectly. The nurse had reversed the tubing direction, going from left to right, creating a sucking action on the pt's IV. The IV tubing was threaded through-out the air in line sensor and along the propulsion fingers of the pump. The green free-flow device was inserted up-side-down into the pump. On one pt the pump finally alarmed for air in line, and the IV had clotted off. The other pt's IV was ok (was getting ns bolus and antibiotics via the syringe pump), glucose level of 45 (no intervention) and the tubing was corrected. One pump did have indication that the tubing was wrong, but then the nurse had inserted the green free-flow device back in and then the pump accepted the intervention and no further warnings or alarms occurred.